Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited chronic lead noise anomaly. The patient was not affected by the anomaly and was asymptomatic. On (B)(6) 2020, the patient underwent a pulse generator upgrade and the right ventricular lead was also replaced. There were no adverse consequences to the patient.